Manufacturer narrative:
The alleged failure could not be duplicated.

Event description:
It was reported via repair work order that the cot is dropping down by itself. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the cot is dropping down by itself. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.